Manufacturer narrative:
(B)(4). Batch # r92y38. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device and there were no alert screens displayed at any time during testing. Although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger. The ¿remove instrument from patient¿ alert screen is a prelude to further diagnostics. To avoid inadvertent tissue damage during diagnostics, the surgeon is guided to remove the instrument from the incision before proceeding. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a low anterior resection procedure, the generator indicated the following errors: "remove the tool from the patient's body" and brushing did not help. Contact with metal during the operation was not observed.